Event description:
Initially it was reported that the pencil stayed "on" in the coag position and burned the pt's mammary artery. The description of the event was amended as per their attached report.